Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hemicolectomy. Event description: today we had an incident with voyant handpiece eb-215, s/n (B)(6), connected to generator from my stock, s/n (B)(6) during evaluation. We had hemicolectomy laparoscopic procedure performed by oncologic surgery unit manager [name redacted] and his team. During procedure after some time, like 30 min working-coagulation activation button do not work properly, after turning it on - activation was not active, doctor need to push few times to start activation. Meantime handle started to coagulate itself without pushing the button. Than again working good for few minutes, and later again the same problem repeats. Information received by applied medical rep via complaint form on (B)(6) 2024: the procedure was planned to test and show our products, evaluation agreement was signed. This was first procedure dr had working with our voyant. I was at the or during procedure. During procedure at the beginning all worked well, dr used handpiece carefully and with attention. After some time, like 30 min working, coagulation activation button started do not work properly, after pushing it on - activation was not active, doctor needs to push few times to start activation. The coagulation activation button for some time worked again well and later was blocking again. He told it seams like an activation spring escapes or doesn't contact when pressed. After putting it on the table or when technician was trying to clean jaws, handle started to coagulate itself without pushing the activation button and the signal of not finished coagulation appears. Intervention: we had another eb215 handpiece in the room and I propose to replace it to new one, but doctor told it has no sense and he'll try to finish the procedure as he is near the end. Patient status: no clinical impact to the patient.

Event description:
Procedure performed: hemicolectomy. Event description: today we had an incident with voyant handpiece eb-215, s/n (B)(6), connected to generator from my stock, s/n (B)(6) during evaluation. We had hemicolectomy laparoscopic procedure performed by oncologic surgery unit manager [name redacted] and his team. During procedure after some time, like 30 min working-coagulation activation button do not work properly, after turning it on - activation was not active, doctor need to push few times to start activation. Meantime handle started to coagulate itself without pushing the button. Than again working good for few minutes, and later again the same problem repeats. Information received by applied medical rep via complaint form on 12mar2024: the procedure was planned to test and show our products, evaluation agreement was signed. This was first procedure dr had working with our voyant. I was at the or during procedure. During procedure at the beginning all worked well, dr used handpiece carefully and with attention. After some time, like 30 min working, coagulation activation button started do not work properly, after pushing it on - activation was not active, doctor needs to push few times to start activation. The coagulation activation button for some time worked again well and later was blocking again. He told it seams like an activation spring escapes or doesn't contact when pressed. After putting it on the table or when technician was trying to clean jaws, handle started to coagulate itself without pushing the activation button and the signal of not finished coagulation appears. Intervention: we had another eb215 handpiece in the room and I propose to replace it to new one, but doctor told it has no sense and he'll try to finish the procedure as he is near the end. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.